Event description:
It was reported that the physician could not interrogate the pt's generator. He was not sure if the problem was with the generator or the programming system. A MFR rep went to the office to troubleshoot the programming system. It was found that the wand needed a new gv battery and then the system worked fine. This was likely the cause of the issue, but as the pt has not been seen since event, it cannot be confirmed that the pt's generator is functioning properly. Attempts for further info have been unsuccessful to date.

Event description:
Further information from the physician indicates the patient is now being followed by a different physician, however, it was indicated that the patient's device was successfully interrogated on (B)(6) 2011. Therefore, the likely cause of the failure to program was likely normal communication errors as no device failure has occurred.